Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pulse generator exhibited battery longevity overestimation. There was no intervention. Patient was stable.